Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that patient started seeing elective replacement indicator (eri) message a week prior to the date of report. The exact date was not provided. It was reported that patient had preexisting pain but the pain had gotten worse gradually in the back and legs for the past couple of days. Troubleshooting was done to help the caller walk through how to use the patient programmer to bypass eri message and use it, but then caller reported seeing end of service (eos) message. Caller was redirected to follow up with the healthcare professional due to eos and pain symptoms. On (B)(6) 2017, additional information was received that patient had scheduled a surgery for the device to be replaced on (B)(6) 2017 and inquired about the rechargeable device option. Caller was redirected to hcp. No further complications were reported/anticipated.